Event description:
The device was used during a bullectomy. Reportedly, the staples did not form properly. The surgeon performed a laparotomy and resected the tissue at the application site to complete the procedure. The hospital has reported the pt's condition is satisfactory.